Event description:
It was reported that the patient presented with a right atrial lead that exhibited low pacing impedance and unspecified over-sensing which resulted in inappropriate mode switch. The lead was capped and replaced on (B)(6) 2025. The patient was stable.